Event description:
It was reported that frequent periods of a missing ventricular pace were noted on a remote transmission. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant medical products: 4076, implantable pacing lead, (B)(6) 2011; 1158t-86, competitor implantable pacing lead, (B)(6) 2011. (B)(4).